Event description:
A malfunction alarm was reported involving a pump used by a customer in ireland. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, which resolved the malfunction, allowing the customer to continue using the device without recurring issues. The customer was advised to call back if the malfunction occurred again. No additional outcome information was provided.